Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon pressure did not increase and was noted to be ruptured. The device was removed using normal method without any problem. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.